Manufacturer narrative:
Cap side hose; rod side hose.

Event description:
It was reported by service report that hoses are leaking. It is unk if there was pt involvement or if there are adverse consequences to report.